Event description:
Customer reports the advantage system produced a result of 675 mg/dl, which is outside of the device's numeric reading range of 10-600 mg/dl. Values > 600 mg/dl should display as "hi." No blood glucose symptoms reported with these results. No action taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.